Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was unreadable. Reportedly there was condensation behind the touch screen. The customer reported that the pump was not submerged in water and there were no notable events prior to noticing the condensation. The customer's blood glucose was 130 mg/dl. Customer would continue to use the pump for insulin therapy.